Event description:
The manufacturer received information alleging a ventilator's settings were switching automatically. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. The device's software was reloaded to address the issue.